Event description:
It was reported that ongoing intermittent cartridge change errors occurred leading to the customer experiencing elevated blood glucose levels, intermittently displayed as "high"; although a specific value was not provided. Customer administered a manual injection and correction bolus to address bg. The customer addressed the issue by loading a new cartridge.